Event description:
In this event it is reported that a protaper ultimate rotary file slider 25mm file separated during use. The broken file could not be retrieved and patient was referred to endo for evaluation of retrieving file and finishing treatment. File discarded. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: customer not returning. Product not received at investigation site. A quality hold was found during DHR review, but not relative to the issue. A query indicates one additional complaint has been received for this lot number. (B)(4) same account